Event description:
Unomedical reference number (B)(4). Event occurred in united states, on (B)(6) 2024, the patient reported that two infusion set fell off as product have issue on tape not sticking. The issue of product not adhering is infusion set is inserted on abdomen and after 3 days the infusion set is peeling off. No further information available.

Manufacturer narrative:
Initial and final MDR 1880268- MDR 8021545-2024-00858 - device 1 of 2. (B)(6).